Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was intermittently distorted and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; instead the color lcd cable was received. The reported malfunction was not duplicated or confirmed. The color lcd cable was installed into a known good test device that did not yield any discrepancies during testing. Analysis of reports of this type has not identified an increase in trend.